Event description:
The surgeon had performed a hip procedure on (B)(6) 2011, with the assistance of the robotic arm interactive orthopedic system (rio). The original implant sizes were a 60 mm acetabular cup, neutral acetabular liner, size 6 stem, and a +4 mm femoral head. The surgeon replaced the acetabular liner with a +4 mm elevated wall liner, and the femoral head to a -4 mm during a revision of the original surgery.

Manufacturer narrative:
The pt was non-compliant with recommended post-operative activity levels, and his relevant history may have also contributed to the need for a revision. No further investigation was conducted for this case. There was no evidence that the rio or implant system contributed to the need for a revision.